Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and was not able to confirm the reported complaint. It was noted, however that the unit alarmed to check the flow sensor. Proactively, the flow sensors were recommended for replacement by a gehc service representative.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. There is no report of patient injury.